Manufacturer narrative:
An event of device embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 40 mm amplatzer septal occluder was implanted after performing a tug test in a large atrial septal defect (asd) with minimal inferior and posterior rim. While still in the procedure room, a post-implant echocardiogram revealed the device embolized to the right ventricle. The teenage patient was immediately transferred to surgery, and the device was retrieved noting there was no damage resulting from the embolization. The asd was closed with a suture patch and the patient is reported to be stable.